Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, cracked case along the battery tube, broken reservoir tube lip, missing reservoir retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump had a crack form the top to the bottom on insulin by the battery compartment. Customer's blood glucose was 104 mg/dl. Insulin pump would need to be replaced.